Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unk. According to a legal claim, there were 26 pts who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the pts experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients" use of poligrip was the substantial and provable cause of their injuries." Medical records received (B)(6) 2010: the pt began poligrip in 1974 in "small amounts" for her upper denture. In 2000, she received a lower denture plate and began using fixodent for both upper and lower plates. She was in general good health until (B)(6) 2009, when she noted a bit of unsteady walking. Her feet at times would have a tendency to turn and move in directions that she did not intend them to go. This occurred without any preceding acute febrile illness, trauma, or change in medications. Soon thereafter, the pt began experiencing a numb sensation in her feet and hands starting distally and then progressing upwards. This was more pronounced and noticeable in her legs and progressively became worse as she became numb up to her waist on both sides. She also had some numbness in her hands with quite intense and severe sharp burning and stabbing pain in both feet and legs. Her balance was impaired, but she remained ambulatory. The pt was hospitalized on (B)(6) 2009 for evaluation and was found to have anemia, low b12, and iron deficiency. She was started on b12 injections and oral iron. Serum and urine immunoelectrophoresis did not reveal paraproteins, and emg, cea, ca19-19 were normal. Ana antibodies were negative, and spinal fluid evaluation showed no cells and elevated cerebrospinal fluid at 57. She began treatment with a four day course of ivig with significant resolution of pain in both feet and legs, but persistent numbness. She also continued on neurontin. Testing on (B)(6) 2009 showed no detectable copper, high zinc at 159 mcg/dl (normal 60 to 130), and low ceruloplasmin at 8 mg/dl (normal 18 to 53). She was diagnosed with severe neuropathy at that time with "low copper level due to the overuse of denture cream." The pt was hospitalized on (B)(6) 2009 for repeat ivig administration. Blood testing on (B)(6) 2009 showed a low serum copper at 0.16 mcg/dl (normal 0.75 to 1.45), and copper supplements were started. At a neurologist visit on (B)(6) 2009, the feet numbness and poor balance continued and she required a walker to walk on level surfaces. Repeat emg was again normal and CT scan of chest, pelvis, and abdomen, pet scan, and bone nuclear scan were all normal. The pt reported an (B)(6) weight loss over the year prior and had been diagnosed with h. Pylori infection. Brain and spinal MRI was normal, though she was told she might have "small mini-strokes from the past." Copper levels were 0.49 mcg/dl by (B)(6) 2009. At follow up on (B)(6) 2009, it was noted that the pt had tested positive for anti-striated muscle antibody and her symptoms had not improved. At follow up on (B)(6) 2009, it was noted that she continued using denture cream with zinc, but had decreased it a significant amount. Her symptoms had improved with pain almost gone and improved strength. Copper was 1.83 mcg/ml at that time. On (B)(6) 2009, the pt was evaluated for her persistent anemia.

Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).